Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated issue. During pre-magnetic resonance imaging interrogation, the implantable cardioverter defibrillator exhibited noise and an abnormal signal on the real-time electrograms. The issue was still seen when attempting to use another programmer or moving to a different area. The issue was resolved by using radio frequency telemetry wand. Patient was stable throughout.